Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The reported symptom 'defective overlay' was confirmed and reproduced during evaluation via a malfunctioning keypad with an automatic output of the #3 key. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The 'overlay' mentioned by the customer refers to the keypad. Evaluation determined the cause to be a failed keypad due to an external influence and the keypad required replacement. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a "defective overlay". It was also reported there was no patient injury.